Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint defective wire. The instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was completely broken. The conductor insulation was holding the wire together, however, the wires at each end were not connected at all. The root cause for the broken conductor wire is attributed to a component failure. Additional observations not reported by the site were identified. The instrument was found to have damage of the conductor wire's insulation. Pieces appeared to be missing. The conductor wire showed no signs of thermal damage. However, the insulation did show signs of thermal damage. An electrical continuity test was performed, and the instrument failed. The root cause of this failure is attributed to mishandling/misuse, such as collision of the instrument with a sharp object or another energized instrument. A review of the device logs for the maryland bipolar forceps (part# 470172-16 / lot/serial# n10210303-0054) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 8 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition, or the issue was identified before installation on the reported event date. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument was found to have conductor wire damage and signs of thermal damage. The thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted thyroidectomy surgical procedure, the maryland bipolar forceps had broken cables. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.